Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and bent cannula event. Blood glucose level was 280 mg/dl at the time of the event. The duration of hospitalization was less than 24 hours. Patient was treated with intravenous (IV) drip. No further information was available.